Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the therapy was helping with the pain. The patient reported that therapy is only working on the left side. The stated that the healthcare professional knows about the therapy working only on the left side and was trying to get a new unit approved to get new leads. The patient reported that they must turn it up and charge every three days. The patient reported that the only problem they have right now is about some leads.